Manufacturer narrative:
(B)(4). Also reported by pfizer to the FDA - # (B)(4). Concomitant medical products: absorbable screws, gelfoam, thrombin, dura-gen.

Event description:
It was reported that a patient underwent a cranial reconstruction surgery on an unspecified date and an absorbable hemostat was used. The patient was treated with absorbable gelatin (gelfoam); route of administration, date of administration, and indication unspecified. No concomitant drugs were reported. The patient had cranial reconstruction surgery on an unspecified date. After surgery, the patient was taken to pediatric intensive care unit (picu). While in picu, he was noted to have swelling around eyes and face; as well as vomiting. It was determined that products and medications used during surgery may possibly have had gelatin components (absorbable screws; absorbable hemostat, gelfoam, thrombin, dura-gen, etc. ). The medical doctors were notified and believed that the gelfoam products used during surgery caused the reaction. The physicians decided to bring the patient back to the operating room for a washout craniotomy. They obtained consent from the parent to take the patient back to the operating room to remove the gelfoam products, and to perform a washout of the cranial vault. This procedure was completed without complications. The patient was returned to picu in stable condition. The events were reported as serious due to medical significance, with onset date of (B)(6) 2018. Additionally, it was noted by the pre-op nurse, that the patient had a gelatin allergy upon admission. The operating room nurse received report regarding the gelatin allergy. It was reported that all supplies for 'the case' were opened during set-up including gelfoam products and 'time out' was performed according to protocol with all team members, including the surgeon and anesthesia staff. The operating room nurse remembered addressing the gelatin allergy as part of time out. No one on the team equated the gelatin allergy with the hemostatic agents used during the procedure. A review of the operating room record was performed, and it was noted that the patient received an absorbable hemostat. The patient also received thrombin, bacitracin, and cefixime (ancef), all of which were drugs that needed to be reconstituted. The outcomes of the events, orbital swelling, swelling of face, allergies to gelatin, and vomiting, were not reported. Case comment: based on the information provided, there is a possibility that the suspect product was related to the reported events given the temporal association and sensitivity to the product. No additional information was provided.